Event description:
Complainant alleged that the medics were attempting to defibrillate a patient who was in a cardiac arrest condition. The medics reported that the device twice failed to discharge the energy on the patient, and instead the energy was internally dumped. The complainant was able to defibrillate the patient after the second energy dump. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.